Event description:
It was reported that interrogation of this cardiac resynchronization therapy defibrillator (crt-d) revealed that the patient was in atrial fibrillation (af) with a double tachycardia episode refractory. Two bursts of anti-tachycardia pacing (atp) were delivered which accelerated the patient's arrhythmia into the ventricular fibrillation (vf) zone, and the rhythm was converted with a 35j shock. Af was still intact following the shock. It was noted that the patient was near syncopal. This crt-d remains in service. No additional adverse patient effects were reported.